Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received spaceoar vue on (B)(6) 2025. On (B)(6) 2025, the patient was taken to the emergency room around 3:00 am due to severe pain and discomfort. A week later, on (B)(6), he experienced acute urinary retention and was unable to urinate; approximately one liter of urine was drained at the physician's office, and a foley catheter was placed, eventually they were able to remove the foley and the patient could void on his own. On (B)(6), a second CT scan with contrast was ordered by the radiation oncologist, and the results, received on (B)(6), indicated that the contrast was entirely localized in the prostate. The patient, expressed concerns after reviewing the spaceoar hydrogel procedure video on the company's website, noting that a hydro dissection is typically performed during the procedure. However, the patient stated that no hydro dissection was done. The patient's prostate was 80cc prior to spaceoar vue and is now 130 cc on MRI. The MRI images were further reviewed by the physicians, and it was observed that the vast majority of the hydrogel is in the actual peripheral zone of the prostate just posterior to the urethra at the midgland and apex. A small amount of the hydrogel got above denonvillier's fascia and surrounds the prostate but the vast majority is under the capsule. The patient was prescribed with pain medication after the visit to the emergency room on (B)(6), and the radiation treatment was delayed as a result of this event.